Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found that the catheter was broken and the distal section including the balloon was not returned. The guidewire lumen was also noted to be stretched. A functional examination could not be performed due to the condition of the device. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst. The procedure was completed with a different device. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This report was originally submitted as part of alternative summary reporting (asr) in q2-2018 under product code fge (exemption e2012016) and can be found in manufacturer report # 3005099803-2018-02480.